Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating and basic occlusion test. No unexpected insulin flow blocked alarm noted during testing. The insulin flow blocked feature function properly during basic occlusion and occlusion test. The insulin pump communicated properly with a test guardian two link and the glucose sensor simulator. The sensor feature functioned properly. No sensor calibration anomaly noted. No unsuspended delivery anomaly noted. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Event description:
It was reported that the user had a non-serious device-related adverse event with a diagnosis of hyperglycemia. The caller stated that the event was mild in nature, and the event was resolve. The caller stated that the insulin pump had suspended for a low blood glucose prediction. It suspended insulin delivery for over 2 hours. The blood glucose reading was 12 mmol/l. The user could not get the sensor to calibrate and eventually manually unsuspended the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.